Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The foreign material may have been caused by deviation from the reprocessing procedure in the instruction manual. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. While covering the spray valve hole with your finger, depress the valve all the way and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope was producing a cloudy image. Inspection and testing of the returned device found foreign material in the nozzle of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. Additionally, the device evaluation found the adhesive on the protective coating of the bending portion of the device was chipped, cracked, and cloudy, the water removal function was insufficient, switch 4 was worn, the objective lens was dirty, the adhesive around the objective lens was peeled, the objective lens was chipped, the adhesive around the light guide lens was cloudy, the camera cover was scratched, and the connecting tube was scratched, dented, and had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.